Event description:
It was reported that during da vinci-assisted pancreatoduodenectomy surgical procedure, the teflon pad of 8 mm harmonic ace instrument came off. Backup instrument of same kind was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have damage to the clamp arm teflon pad, which was detached from the clamp arm. Adjacent components showed no signs of damage. The complaint was confirmed by failure analysis. The probable root cause of the clamp arm teflon pad damage is attributed to use conditions. The damage likely resulted from contact with other instruments or hard/metal objects (e.g., staples or clips) during use while the instrument was activated. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragment fell inside the patient. The instrument was inspected prior to use. No abnormality was found. No broken pieces fell into the patient's body. It was noticed that the blade had come off during coagulation incision. The surgeon noticed issues with the functionality of the instrument during the surgical procedure. There were no photos or videos for isi review. Patient demographics were shared.

Event description:
Refer to h11 for follow-up information.